Event description:
Female with type I dm, brittle. Blood glucose on cleo infusion set were variably unpredictable. Pt changed to cozmo "staded" infusion set 12-12-06 with significant improvement in blood sugars. Cleo average 157, post cleo average blood sugar 138.